Event description:
During a laparoscopic cholecystectomy, the surgeon used the clip applier; however, the clip applier did not release the cystic duct. What appeared to be a 2cm segment of the cystic duct remained in the clip applier upon removal. In order to safely evaluate the area, the surgeon performed an open procedure on the pt and removed the pt's gall bladder. The device is currently secure in (B)(6) hosp; however, the MFR has requested that the device be returned to them. Therefore, (B)(6) hosp will maintain the device in our facility until close of business day on friday, (B)(6) 2009. If the FDA has not requested the device for review at that time, the device will then be returned to the MFR.